Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was rust-like foreign matter on the needle of the bd angiocath¿ IV catheter that caused it to get stuck. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was rust-like foreign matter on the needle of the bd angiocath¿ IV catheter that caused it to get stuck. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: received at bd sandy a unit in an opened packaging on 06/08/2018 of catalog number 381112, lot number 7117999. Although the sample has not been used, there is a foreign substance in it in the opened packaging, so that it will be sent for decontamination, before for ftir testing. When evaluating it is also possible to notice the presence of blood in the product, but it was not possible conclusively to determine the possible cause of this incident. Bd was able to verify the used sample had the presence of blood and silicone and the unused samples had the presence of silicone. This was determined after fourier-transform infrared spectroscopy testing. The silicone comes from the catheter siliconization process, which is used to aid in the slippage of the catheter during venous puncture. Based on the investigations conducted for complaints of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process. DHR review: a review of the device history record was completed for sub-assembly# (B)(4) lot 7053926 manufactured from 03-mar-17 to 31-mar-17 in acam01 machine used in claimed lot 7117999 that was packaged from 04-may-17 to 08-may-17 in m855 package machine. These lots were reviewed regarding the tests of "foreign matter/ visible silicone" and were not evidenced records that could lead to the claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "foreign matter/ visible silicone" that could lead to this complaint for the involved lots. Fmea analysis: was performed in the process step: siliconization (tippers); function of the process step: teflon siliconization; potential failure mode: excessive siliconization (without hcfc); potential cause of failure: silicone dosing valve failure; potential effect of failure: customer complaint and no change was required at this time. Based on the investigations conducted for complaints of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue. CAPA 450094.